Event description:
Customer's family member called to report the reservoir was cracked at luer connection. Family member stated the luer connection may had cracked when family member was holding another family member.